Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was longitudinally torn. Additionally, the returned catheter was kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear. The problem could have occurred due to factors encountered during the procedure; it can be due to excess pressure or interaction with any kind of a sharp surface during or previous the procedure could create friction on the balloon. Additionally, the catheter kinked could have been generated due to procedural factors such as excess of force or the manner the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon burst when inflation was performed at 8atm. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used in the esophagus during a gastrointestinal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon burst when inflation was performed at 8atm. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.